Event description:
It was reported by the rep the device was used during a lap oopherectomy, it was reported the rep was called by the hosp who stated the tsw35 would not work. The first device was fired, laid staples, but did not cut. Opened another and attempted the same. Fired it for the first time, fired staples but did not cut all the way. Opened third, fired ok, but did not cut all the way through. Rep returning only 1 of the devices (the first used). The others were discarded. Surgeon stated what should have taken 15 mins took 2 hrs. Case was completed by cutting the tissue with scissors.